Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 223 mg/dl. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The contact reverted the customer to levemir to manage diabetes and was to resume pump use later that night. A system check was performed.